Event description:
It was reported that the right ventricular (rv) lead exhibited low, out-of-range shock impedance measurements of zero ohms after being stable in the mid 50 to 60 ohm range for the past year. Technical services (ts) was contacted, and ts explained that a zero ohms measurement was probably due to electromagnetic interference (emi) while the test was being run. Ts recommended waiting to see if the impedance measurements returned to normal. It was also noted that emi noise was appearing on the right atrial (ra) lead electrogram (egm), but was not being oversensed on the ra or seen on the rv egm. The ra and rv leads remain in service. No adverse patient effects were reported. Additional information was received indicating the rv lead shock impedance measurements returned to the normal 50-60 ohms range. No adverse patient effects were reported.